Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This report should be voided. This event is reported under: 0001825034-2023-01144.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. This report should be voided. This event is reported under: 0001825034-2023-01144.

Manufacturer narrative:
This report is being submitted as it was previously voided in error. It should not have been voided.

Event description:
This report is being submitted as it was previously voided in error. It should not have been voided. This event was correctly reported under this report.

Event description:
It was reported that the patient may require a revision procedure due to unknown reasons, however, no revision has been reported to date.

Manufacturer narrative:
(B)(4). This report is being submitted retrospectively per FDA request.